Manufacturer narrative:
(B)(4). The device was received in backup vvi mode due to use of electrocautery. The product code was successfully downloaded and normal device function was observed. The backup vvi mode did not reoccur despite extensive testing.

Event description:
It was reported that the patient reported a syncope and dizziness. During in-clinic follow up a decreased sensing was noted. During lead revision the pacemaker went into backup vvi mode. The device was explanted and replaced. The patient condition during the operation was stable and fine. No complications were mentioned.